Manufacturer narrative:
See MDR 1920664-2008-00325 for the intraocular lens used with this delivery device.

Event description:
The haptic was found bent after the lens was implanted in the pt's eye. The lens was removed and replaced.